Event description:
It was reported that the representative had to orient the ins a couple of times because it was not correctly showing the patient's position. It was noted that the ins, implanted in the patient's buttocks, was not sitting in pocket "very nicely" and was not real flat. The patient had been able to get into every position when the device was first oriented. The issue continued and the patient was later seen for reorientation. It was noted that if you pushed on the battery it could move around a little bit in the pocket. The wound was healed and since it has been a few months it was thought that the battery was as settled / scarred in as much as it was going to. The patient's upright cone was adjusted from 'xs' to 'l' and then the patient was able to be detected in the upright zone. Adjusting the upright cone larger appeared to have resolved the issue. The lying cone was not adjusted. A week later the issue recurred and it was reported that the physician wanted to explant and replace with a restore ultra as the patient's battery would not stay oriented correctly for adaptive stimulation and the pocket was loose. There were no impedance problems and the patient was getting good stimulation, but was unable to use adaptive stimulation. The patient's battery was replaced, but he had not had a follow-up appointment yet to see what the results were. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the adaptive stimulation was activated and "seemed to be working normally." The patient reportedly was getting the "adequate stimulation as he was from the beginning." It was stated that a pouch was placed around the battery and was sutured down when it was "changed out." A couple days later, additional information reported that the patient was "doing well" post-operation. It was noted that a "sensor turn on" was scheduled. No further information was available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4) implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no anomaly.

Event description:
Additional information received reported that while the patient had received good paresthesia overlap and pain relief, the sensor was not working and the patient reported the device would go on and off intermittently. Following the replacement it was reported that there was no patient injury and the patient recovered without sequela.